Event description:
Analysis was completed on the returned lead portions. Analysis of the lead confirmed that the a lead coil appeared to be broken. Evidence of a stress induced fracture with mechanical damage and fine pitting was identified on an area of one of the broken coil strands. The area on the remaining broken coil strands was identified as having evidence of a stress induced fracture with mechanical damage, residual material and fine pitting. Determination could not conclusively be made on the fracture mechanism. Pitting was observed on the coil surface. During the visual analysis an abraded opening was observed on the outer silicone tubing. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. With the exception of the observed discontinuity and abraded opening the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. No additional or relevant information has been received to date.

Event description:
The explanted lead has been received by the manufacturer. Product analysis is underway but has not been approved to date. It was reported that, during the lead replacement surgery, the surgeon noted that the lead looked tweaked, and that part of the outer sheath looked to be broken. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's vns. The patient's lead was later replaced, and during replacement an opening in the outer lead tubing was found. The explanted lead has not been received by the manufacturer to date. No additional or relevant information has been received to date.